Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On unknown dates, the patient was hospitalized for the peritonitis and the patient began treatment for the event with an unknown antibiotic, intraperitoneally (dose and frequency was not reported). No further information was provided regarding the outcome of the peritonitis or whether dianeal therapy was ongoing. No additional information is available.